Event description:
It was initially reported by a patient that they feel stimulation specifically after playing guitar, when they usually do not feel stimulation going off. The patient's magnet stimulations were reviewed and there did not appear to be an extra magnet stimulations from the times the patient felt stronger/ different stimulation sensations. Information was received from the patient that his lead appears to be too tight causing him to not be able to move his neck much and resulting in excessive pain. He noted he went to see his neurologist and there was no slack in the wire and goes straight to the generator. The patient reported the pain suddenly stopped now but that he feels stimulation in a different location in his neck and feels that something is lodged in his throat. He also stated it hurts to talk and eat. Further information was reported via clinic notes that the patient is doing well with seizures however there is some tightness around the lead that he did not feel with his prior device. Lead impedance was reported to be normal. No migration of the lead was seen via x-ray as reported by the physician. The patient underwent lead revision surgery with reason noted to be "neck discomfort". The patient's replacement surgery facility is a no return site therefore the explanted lead has not been received into analysis to date. No additional relevant information has been received to date.